Event description:
The account alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The technician found contamination in the side rail weldment. The technician cleaned and lubricated the side rail weldment to resolve the issue.